Event description:
(B)(4). Initial info received from a physician's office staff on (B)(6)-2009: a currently (B)(6) male had received poly-l-lactic acid [sculptra] (lot# and expiration date not provided) treatments since (B)(6)-2008 for an unk indication without any reactions. On (B)(6)-2009, the pt received another injection of poly-l-lactic acid (lot# and expiration date not provided). The reporter states one hour after this injection the pt had gotten really sick and vomited. She also stated he was in extreme pain that an ambulance was being called for transport. Medical history listed as (B)(6) positive. Concomitant medications were not provided. No further relevant info reported. Additional info for sculptra (lot# and expiration date - not provided) from product technical complaint report case ID (B)(4) dated (B)(6)-2009, received by (B)(6) on (B)(6)-2009: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.